Event description:
It was reported that the right ventricular lead had high impedance and oversensing. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and the distal conductor was fractured. It was also noted that the defibrillation coil was distorted, the inner tubing was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, there was an exposed defibrillation coil with white substance, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), and there was blood in/on the helix/lobe mechanism.